Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve via the left subclavian access route with a diameter of 5.5 mm, a non-medtronic guidewire was used, however the delivery catheter system (dcs) was unable to navigate the aortic arch. The wires were swapped. A different non-medtronic wire was used, which allowed the dcs to advance. The valve was implanted in an adequate position, with some resistance reported, but extra "punch" was not applied. A post implant control echocardiogram revealed evidence of a detached section of the intima of the subclavian artery moving within the implant valve. The function of the implanted valve was slightly impaired as a result of this detached section of the artery. The patient was taken to cardiac surgery, where the detached section of the intima of the subclavian artery within the aortic valve was removed. The subclavian artery was re paired. It was reported that the injury to the subclavian was a result of the nosecone of the dcs during the advancement difficulties. Two days following the valve implant procedure, a thrombectomy was performed in the subclavian artery as the presence of thrombus was detected. The patient was reported to be recovering well and the valve function was adequate. No additional adverse patient eff ects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. Procedural images were provided for review. No fluoroscopy load was provided for review. Two static images provided show the tissue reported as the intima of the subclavian artery being removed from the patient's arteriotomy. There is no imaging of the nose cone traversing the anatomy, therefore the reported event of unable to advance cannot be seen in the images provided. One transesophageal echo image was provided with a limited field of view. A large mobile echogenic structure is seen inside the evolut frame, possibly tissue/mass/thrombus. A device history record (DHR) review was performed on the dcs and there were no correlations/ issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the dcs was unable to navigate the aortic arch. The guidewire was swapped which allowed the dcs to advance. This indicates that the probable cause of the advancement difficulties was guidewire selection. Advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Vascular access related complications, such as dissection and thrombus, are a known potential adverse patient effect per the evolut pro plus system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.